Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 06/02/2026. On 06/05/2026 at approximately 4:30 pm, the cgm displayed ¿low.¿ the patient reported no symptoms consistent with hypoglycemia at the time of the event. Because no blood glucometer was available at home to verify the cgm reading, the patient's brother transported her to the emergency department (ed) for evaluation. Upon arrival, a laboratory glucose test showed a blood glucose value of 419 mg/dl while the cgm continued to display ¿low.¿ the patient received intravenous (IV) saline and IV insulin for treatment. The patient remained under observation for approximately 3¿4 hours. Prior to discharge, a repeat blood glucose test measured 211 mg/dl. By that time, the sensor had been removed. The patient was subsequently discharged after her condition stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.